Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter cannot confirm if any fragments fell inside the patient. There was no report of fragments falling inside the patient. The patient has not returned with experiencing any surgical complications related to a retained foreign material. The relevant tests were standard chest x-ray post op order and following day to check the chest tube placement. The preexisting medical conditions were copd and lung emphysema.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube approximately 1.4575" from the distal tip. A piece measuring approximately 5.68mm x 3.78mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was not working like it should. After removing the instrument and inspecting in closely, there is chip in the plastic housing covering the wires by the cadiere tip. The metal cover over the wires does not seem to be seated correctly. The procedure was completed with no reported injury.